Manufacturer narrative:
(B)(4). Date sent: 8/24/2020. Batch # t5er85. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with four reloads presents. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure performed? What was the exact named vessels? Were the vessels completely skeletonized prior to firing or taken with other tissue? Can it be confirmed that the complete width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Were there any issues with staple formation noted? Was oozing the only reason for converting to open? How was procedure completed after converting to open? What was the approximate blood loss? Did the patient require any blood products? What is the current patient status?

Event description:
It was reported that when using the powered vascular stapler he commented that he wasn't confident the stapler had completely 'sealed' and there was a lot of oozing around the staple lines. He continued to use stapler, but opened patient. He stated that 3 out of the 4 staples he used with the pvs were not providing a satisfactory seal.